Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: we had an issue with the foley trays in one of our neuro cases yesterday. The foley catheter fell out after the surgeon inserted it and it fell out after the balloon was deflated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.